Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the hospital. A recommendation has been given to replace the nozzle units and/or the gas modules. There is no information if any parts have been replaced. The investigation of the provided ventilator logs confirms the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed both prior and after the event date. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle unit was most likely contributing to the event. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours. It is not known to us when last maintenance was performed.getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).